Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was having an issue with the insulin pump. Customer stated that it happened last week and it happened again today. Customer stated that his blood glucose was at 500 mg/dl and he tried to give a bolus. When he checked his blood glucose and it had gone up 25 points. Customer stated that she changed out the infusion set and it fixed the issue. Customer checked and his blood glucose is high again today. Customer's current blood glucose is 425 mg/dl. Customer stated that the drive support cap appears normal. Customer declined to check their pump programming and is unable to remove or change the set at this time. Customer treated using the pump. Customer was advised to do a complete set change every 2-3 days.

Manufacturer narrative:
Insulin pump passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing.